Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the patient being diagnosed with "cancer," specified as "breast cancer." Upon further review, the event of "breast cancer" has been deemed not device related as the event is pre-existing. Patient additionally reported "firm and looks abnormal due to capsular contracture" baker grade iii. No treatment or surgical reoperation has occurred. Device was explanted. This record is for the right side.